Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that there was no external damage. During occlusion testing, the reported problem was verified. The root cause of the reported issue was found to be the worm gear and worm coupling were worn out. Replaced worm coupling and gear.

Event description:
It was reported that there was a motor error. No patient injury was reported.